Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions revealed that the loop recorder exhibited under-sensing due to postural changes. No intervention was performed. The patient's loop recorder will be further monitored.

Manufacturer narrative:
Further information was requested but not received.